Event description:
Info received indicates the nurse call and bed functions wouldn't work.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the repairs have been completed.